Event description:
It was reported that the superion indirect decompression system implant patient underwent an explant procedure where the spacer implant was removed due to back pain and walking issues. The patient was doing well post-operatively. The explanted device was retained by the facility and was not returned to bsc.